Manufacturer narrative:
Philips service replaced the pdu control module and reloaded the software, restoring the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the system failed to boot due to a pdu control module defect on an azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.